Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure due to difficulties charging the implantable pulse generator (ipg) and high impedance in both the ipg and lead. The patient underwent an ipg and lead revision procedure wherein their ipg and lead were explanted and replaced. The devices were disposed per facility policy and will not be returned for analysis. Postoperatively, the patient was doing well. Electrocautery was used.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 17411501, UDI: (B)(4).